Event description:
Infant placed on nasal c.p.a.p. Upon arrival in n.i.c.u. Respiratory therapist started heater. After 1.5 hrs, r.t. Noted infants nose red. Heater on setting of 6. Nasal septum burned.